Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Note: additional facility information: (B)(6). This report contains supplemental information for mentor psr reference number (B)(4) (following MDR reference number 1645337-2019-20259) . This device report is being submitted as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4), (following MDR reference number 1645337-2019-20259) . On 11/28/2019, mentor confirmed that psr submission reference number (B)(4) and psr reference number (B)(4) (following MDR reference number 1645337-2019-20259) were duplicated. This file has been updated to contain all of the most current and correct information, and final reporting and documentation of this event will take place in this complaint file, manufacturer's reference number 1645337-2019-25599. This medwatch is for the right breast implant. It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with mentor memorygel breast implant 235cc on the right side and with mentor memorygel breast implant 215cc on the left side and experienced bilateral capsular contracture, baker grade ii/iii. On (B)(6) 2017, the patient has noticed that her right implant was higher and rounder than her left implant. The patient felt like her right implant did not "drop" as much as the left side. The patient stated the implant feels a little harder. On (B)(6) 2018 the healthcare professional advised the patient that she is experiencing bilateral capsular contracture. As a result, the patient underwent removal on (B)(6) 2019. The right side was replaced with mentor memorygel breast implant 235cc, catalog number 3507235mc , serial number (B)(4), lot 7608790.